Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported alarms and while troubleshooting found the contacts on the battery cap are damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan until the battery cap arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.